Manufacturer narrative:
Device evaluation: one used suspect deice was returned for evaluation. The user did not provide a lot number. The device history record and the complaint database could not be reviewed for lot specific info. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed. Evaluation results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user reported that the device is cracking causing the device to leak post cardiac surgery. A variety of cardiac drugs are used with the device, however no specific list of medications has been provided. The device was exchanged. No harm or injury was reported. (Reference attached user facility medwatch report).